Manufacturer narrative:
Correction d6a - date of implant- should be (B)(6) 2022 rather than (B)(6) 2022. Correction d10 - therapy dates- should be (B)(6) 2022 rather than (B)(6) 2022. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced connection issues with ipg. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.